Event description:
On (B)(6) 2011 the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. During the procedure, the physician selected a trunk-ipsilateral leg component. When implanted, the device covered the left hypogastric artery. At the end of the procedure, there was a small proximal type I endoleak on the trunk-ipsilateral leg component. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.